Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 6mm thoracic aortic dissection . It was reported that during the procedure, the stent graft was implanted and a post-operative angiography then showed there was membrane leakage and the dissection was clearly developed, and its isolation was not satisfactory. The procedure was completed and so far there is no impact for the patient. It was confirmed the endoleak is a type IV endoleak. It was reported the patients vital signs were stable and the patient was discharged from hospital. Per the physician the cause of the event is that the stent caused membrane leakage.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the delivery system returned with the external slider and tip capture release handle in the home position. A slight bend was observed to the taper tip. No further damage was observed. The reported endoleak could not be confirmed based on the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported event was likely confirmed on the images provided; however, the source of contrast leakage could not be fully determined. Lack of complete pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy . Procedural video angiograms and post-implant CT's were not available for review, therefore a more thorough evaluation of the stent graft in vivo configuration could not be performed. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point was observed in the films provided; thereby, making determination of the endoleak difficult. While a type IV endoleak cannot be ruled out, a proximal type ia endoleak, allowing blood to flow around the stent graft and into the false lumen may be present. It is also possible that the endoleak was a type ii due to perfusion of the aortic false lumen involving retrograde flow through patent collateral vessels and/or retrograde flow through natural fenestrations and reentry tears, but this could not be confirmed. Analysis of the returned films did not reveal any stent graft integrity issue. Product analysis #285013393:device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.